Manufacturer narrative:
B3: event date - used the first day of the month of the aware date as there was no date provided. Device is a combination product. A stent delivery system was returned for analysis without a manifold, therefore the catheter lot number and the device type printed on the manifold was not available. It was confirmed that the device was a bsc promus premier ous mr 32 x 3.00 device. The hypotube, shaft polymer extrusion region, distal shaft, balloon and stent (including stent strut confirmation) and tip were consistent in appearance with a bsc promus premier. The crimped stent length and crimped stent diameter of the returned device were consistent with a promus premier 32 x 3.00 mm stent. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The crimped stent length was measured and the result was within maximum crimped stent profile measurement of a promus premier 32 x 3.00 mm device. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break situated at 1240 mm proximal to the distal end of the tip with the manifold hub not returned as well as multiple hypotube shaft kinks. A visual and tactile examination of the outer and mid-shaft section found a shaft polymer extrusion kink located at 234mm proximal to the distal edge of the tip. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 32x2.75mm, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. There was a significant bend between 45 and 90 degrees. A 32x3.00mm promus premier drug eluting stent was advanced to treat the lesion. However, while passing the device over the wire, shaft was fractured. The device was removed and the procedure completed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Event date: used the first day of the month of the aware date as there was no date provided. Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 32x2.75mm, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. There was a significant bend between 45 and 90 degrees. A 32x3.00mm promus premier drug eluting stent was advanced to treat the lesion. However, while passing the device over the wire, shaft was fractured. The device was removed and the procedure completed with a different device. No patient complications were reported and the patient was stable.